Event description:
There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer received a voluntary medwatch (mw5106082) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging when the device "runs dry on water, the moldy smell is so bad" and wakes the patient up. The patient alleges congestion after using the device, sore throat, and blistered gums on more than one occasion. The patient states they "quit using it." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.